Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, cracked case and stained endcap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with button error; none of the buttons were responding. The patient's blood glucose at the time of incident is unknown. The customer changed the battery in order to clear the button error but the alarm and the keypad anomaly persisted. The customer confirmed that the buttons were not pressed for longer than three minutes, nor was the pump dropped or bumped. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.